Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 43 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a39 due to faulty component on the mother board. Unable to test operating currents and history anomaly due to a39 alarm. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.